Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05668. The pt has two leads. It was reported the pt was not receiving adequate coverage. An impedance check was performed and no anomalies were found. On (B)(6) 2012, the pt underwent surgical intervention. The pt rec'd an add'l scs system. Both leads were unhooked, but not explanted. Adequate coverage and stimulation were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.